Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to dislocation. Surgeon reported the presence of extensive heteroptic bone and soft tissue laxity. Patient was revised from a poly liner and ceramic head +0 to an adm/mdm liner construct and a smaller ceramic head +5.